Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open and close could not be confirmed due to the condition of the device. Entrapment cannot be confirmed as it is related to the case circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported issues and the subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely the suture was caught under the foot causing the foot to surf distal and become stuck in the open position inducing the entrapment. Additionally, the knot was formed, and the loop portion was in the foot. This supports the suture caught in the foot, but it also indicates that the vessel was captured by the suture. In this condition, the device can be entrapped by the suture through the vessel but still attached to the device in the foot. The mechanical cutting of the distal guide likely freed the foot to partially remove the device but then a cutting of the suture was also likely required. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary and rotablator interventional procedure using a 7f sheath. Reportedly, the device was stuck in the vessel, and the lever could not be lowered to close the footplate and remove the device. The account manager helped the physician over the phone to remove the device. The shaft and actuator wire were cut while in the anatomy, which allowed the lever to be lowered and the foot plate to close, then the device was removed. No vessel damage was noted. Two non-abbott devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.